Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, the patient reported that the infusion set fell off during use for half a day, which caused the patient's blood glucose to 20 mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information available.